Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to receiving no insulin. Customer stated that he received a no delivery alarm but he did not receive a no delivery during the week. Customer's current blood glucose was 375 mg/dl. Customer felt very tired and thirsty. Customer treated with a bolus from the pump and manual injections. Customer was hospitalized for his high blood glucose on (B)(6) 2015. Customer's blood glucose was over 600 mg/dl. Customer had diabetic ketoacidosis and was put on an insulin drip. Customer's blood glucose is back into normal range. Customer was wearing the pump at the time of the hospitalization. Customer declined troubleshooting and wants the pump replaced. Customer is currently in the hospital and could no longer stay on the line.